Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had an occlusion alarm, but it couldn't be replicated. However, the pressure on t he device was low when performing the pm. Per tech support, it was determined that the issue was due to a faulty patient side pressure sensor. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over to determine occlusion alarm. The customer reported problem was not confirmed. Customer would like to send unit back for repair. A serial number was not provided; therefore, device history record review cannot be performed. H3 other text : over the phone troubleshooting.

Event description:
It was reported that the device had an occlusion alarm, but it couldn't be replicated. However, the pressure on t he device was low when performing the pm. Per tech support, it was determined that the issue was due to a faulty patient side pressure sensor. There was no patient involvement.